Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the touch screen is not working and it appears there is a liquid patch on the bottom right of the ventilator screen. There was no patient involvement at the time of the incident.